Event description:
It was reported that the tip of the instrument chipped during the case. No pt complications were reported.

Manufacturer narrative:
(B)(4): the superior shaft is broken off from the centerline of the jaw pivot pin forward. The broken off portion of the shaft is missing and not returned for analysis. Optical examination of fracture surface discovered a fairly brittle fracture, with no indication of fatigue. The location, direction, and amount of force required in order to induce fracture of the shaft consistent with application of excessive force, resulting in the foregoing event. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.